Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Resistance and pressure testing was performed and confirmed the electrical continuity and insulation integrity of the segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shock impedance measurement less than 20 ohms. A review of the device data noted several out of range shock impedance measurements over the past year and steadily increasing pacing threshold measurements also. A boston scientific technical services consultant documented the reported clinical observations and recommended further testing. The caller discussed device evaluation with the consultant and inquired if there is a way to avoid testing this system. Additional information was received that a one joule shock was delivered which resulted in a fault code (fc) 1004. A revision procedure was performed and the system was removed from service. Upon inspection of this lead, no insulation breach was observed. No additional adverse patient effects were reported.